Manufacturer narrative:
An attempt to reproduce the reported event using test account tmller on the ous test environment was conducted and confirmed the issue is reproducible. This issue is confirmed. The software did successfully adhere to the specified requirements and did perform in accordance with the expectations specified in (B)(4). After conducting a thorough investigation, we noticed an incorrect character string was being passed to the snapshot counter url when the username contained special characters. This was because url encoding for ascii characters was not enabled. This has been resolved via configuration change to enable proper encoding, resulting in the username being sent correctly. This fix has been validated through internal testing. There is no further action needed from the customer at this time. The helpline has not yet confirmed whether the recommended steps have successfully resolved the issue medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer was unable to upload to carelink through guradian connect application.. The customer reported no adverse event. The event involved product(s) mmt-8200. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-8200.